Event description:
Following a few minutes of use the laparoscopic tissue sealer (enseal) unit would not unlock from the selected tissue. The staff reported that the device was able to be unlocked once the generator was turned off. FDA safety report ID# (B)(4).